Event description:
It was reported that this system exhibited low, out of range shocking impedance measurements. The system was reprogrammed right ventricular (rv) coil to can which produced measurements within normal limits. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).